Manufacturer narrative:
Customer report was not confirmed. The catheter body was found to be in good condition. There were no kinks or indentations observed. All through lumens were found to be patent and did not leak. The balloon inflated clearly, and concentrically, and remained inflated and leakage was not observed. Further examination revealed that the thermistor provided accurate readings at 37.0 degrees celsius and there were no open or intermittent conditions observed. It was noted that there was no pressure monitoring device returned with the catheter in order for it to be evaluated as a system. Although the there was no defect found this event was determined to be reportable following edward's standard procedure. Report when unit (catheter and introducer) need to be removed and a "new stick" is required. The lot number was not provided and unable to review the device history record.

Event description:
It was reported that a sick patient with a heparin coated svo2/cco catheter was diagnosed with positive heparin-induced thrombocytopenia/thrombosis (hits) and the swan catheter needed to be replaced. The hospital did not have any non-heparin svo2/cco swan catheters in stock and they had to place a non-heparin vip swan and needed to shoot manual boluses. The new swan-ganz catheter would not display a reading on the monitor before the catheter was placed in the patient. The cables and the monitor were changed and it continued not to work. It was also indicated that the pressure tubing was flushed and re-primed, and there was still no waveform observed. A new catheter was opened and worked great with the same cables, pressure tubing, and monitor. An incorrect lot number was provided (9010300303); however, followed up with customer indicated that the correct lot number was not available. There were no patient complications. It was further reported that a new site and cordis was placed when the new catheter was inserted.